Event description:
Pt on ventilator: rn present in room and respiratory therapist present in intensive care unit. Ventilator made loud "thud" noise, all lights came on, alarm sounded, and display read "err 9908". Rn immediately began bagging pt with ambu bag, while respiratory therapist disconnected ventilator and replaced it.